Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the caller works for the va. He states it is a model m91 and the chair is veering to the left.